Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a pacemaker that was in backup vvi mode. Since the pacemaker had a low battery status, the physician opted to explant and replace the device instead of performing a download. The patient was stable.